Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. . Approximately three years post filter deployment, patient presented with abdominal pain. Subsequently, x-ray performed revealed, one of the leg was embedded in the anterior aspect of the l3 vertebral body, one of the leg penetrated anteriorly but appears to remain posterior to the duodenum. Two of the legs penetrate adjacent to the aorta, but does not appear to enter the aorta. Approximately, one year later, CT revealed ivc filter in place with multiple arms of the filter extending well beyond the wall of the ivc. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter and its struts perforated the ivc, caval wall and mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that one of the filter legs penetrates anteriorly and remains posterior to the duodenum and two of the legs penetrates to the aorta but does not appear to enter the aorta and there was a significant caval penetration of legs. The patient experienced abdominal pain. The current status of the patient is unknown.